Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the front therapy electrode. Patient described the rash as red and spotty. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician advised to use a benadryl cream. Follow up indicated that the cream is helping with the skin irritation.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Per additional information, a us distributor contacted zoll to report that a patient developed a rash under the garment. The patient reported that he had this rash since april and it never fully healed, so he followed up with his physician, who prescribed triamcinolone acetonide cream usp 0.1%. The patient also reported that he broke his rib and the garment feels too tight. There is no indication that the lifevest caused or contributed to the patient breaking his rib. The distributor provided the patient with a larger garment. There was no alleged device malfunction contributing to the irritation.follow up with the patient confirmed that the larger garment provides relief to his broken ribs and the prescription cream helped the skin irritation to improve. A us distributor contacted zoll to report that a patient developed a rash under the front therapy electrode. Patient described the rash as red and spotty. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician advised to use a benadryl cream. Follow up indicated that the cream is helping with the skin irritation.